Event description:
Jacket was difficult to retract. Contralateral wire caught on hooks upon jacket retraction but was resolved. Stents deployed bilaterally to improve flow. Delivery device was difficult to remove from the deployed endograft.